Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found the battery compartment was cracked under the grip pad. The verify screen was dim and discolored. Unrelated to the casing and display issues, it was observed that the keypad was torn. All the buttons responded properly and no contamination was found under any of the button contacts when the button cover was removed. (B)(6).